Manufacturer narrative:
Product complaint # (B)(4) investigation summary: examination of the returned device revealed the trial was broken. The noted breakage is consistent with material overload through the use of excessive force and the investigation did not establish a need for corrective action. Examination of the returned device found the trial shim was broken in hallf. All pieces were returned. This type of damage is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. The trial exhibited scratches and deformation covering a large portion of the surface and around the edges. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon damaged attune shim while attempting to disconnect from tibial base plate intra-op. No fragments were created. Surgery was not delayed. This is part of a consigned set at the hospital. Instrument has been tagged and returned to operations staff.